Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via vein antegrade approach. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified right superficial femoral artery (rsfa). A 5.0 x 40, 75 cm mustang¿ balloon catheter was advanced to dilate the lesion; however, following inflations at 20 and 22 atmospheres, the balloon ruptured upon the third inflation at 24 atmospheres for 60 seconds. The device was removed and the procedure was completed with a non bsc balloon catheter. No patient injury or complications were reported.